Event description:
Additional information received reported that the patient did not have any concerns regarding their device or therapy. It was noted that the patient received assistance from their doctor or manufacturer representative, and their concerns were resolved.

Event description:
It was reported that when the patient woke up the morning of the report, he had ¿no therapy and no stimulation sensation.¿ additional information was requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
When contacted for follow up information the healthcare professional (hcp) reported that the cause of the event was unknown and did not remember seeing this patient for this complaint. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported the patient was in a lot of pain.